Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level of 514 mg/dl, which was treated with a bolus. Caller also reported that she had an infusion set leak. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.